Manufacturer narrative:
(B)(4). The motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. Analysis was unable to confirm the excessive no delivery alarm due to the motor error alarm. The insulin pump passed the displacement test, the self test, and the unexpected restart error test. The insulin pump passed all operating currents tested within range of specifications and passed the off no power test. The insulin pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a stained end cap sticker, and minor scratches on the display window, as noted by analysis. The drive support cap was inspected by analysis and no anomaly was noted.

Event description:
Customer reported via phone call excessive no delivery and motor error alarm on the insulin pump. Customer¿s blood glucose level was 161 mg/dl. Troubleshooting was performed. Customer advised they had nine no delivery alarms and multiple motor error alarms in a 30 day period. Customer was able to complete the rewind process on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.